Event description:
Additional information received from a healthcare professional (hcp) reported that the pump had been removed due to infection. Following the pump explant a new pump had been implanted and the infection resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient receiving intrathecal baclofen, dilaudid and bupivacaine at unknown concentration/dose via an implantable pump for spinal pain indications. It was reported that this was like their 4th pump and the body just kept rejecting it. Additional information was received from the healthcare provider stated that they had to explant the patient's pump in (B)(6) 2024 after initially implanting in (B)(6) 2022. The patient developed a chronic pain and seroma over the pump site and subsequently needed pocket revision and repositioning of pump in (B)(6) 2023. Four months later had a failed to fully heal and again developed seroma and wound dehiscence over pump site, necessitating surgical I & d in (B)(6) 2023. This was unsuccessful and eventually explant was necessitated in (B)(6) 2024. It was reported that factors that may have led or contributed to the issue included the patient having multiple sclerosis and on medications that could presumably affect wound healing. The patient was also very active after implantation (i.e. Hunting, gun shooting, etc) and may have mechanically aggravated prior pump sites.